Manufacturer narrative:
The site confirmed functionality with the system and that the issue was resolved. The disk was inserted into the system and the disk was able to read. The site stated that the clinician may have selected the improper file type when loading files. It was noted that there have been ongoing issues caused by the customer site and that the system is performing normally. The system successfully passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site burned a patient¿s exam to a cd but were unable to import the exam from the cd. The cd was burned from the CT department, but an unsuccessful message was received on the navigation system after attempting to import. The surgeon was notified of the situation, and the issue was unable to be rectified. The surgery went ahead without use of the navigation system. There was no patient present when this issue occurred.